Event description:
It was reported that the insulin pump had an unresponsive up button during a bolus attempt. The blood glucose reading was 44 mg/dl. No significant events leading to the keypad issues were observed. The customer stated that she removed her insulin pump, drank soda, and observed that the button was clicking without function. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad traces. The device had minor scratched display window.